Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Unit had corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not accepting batteries and had blank screen due to cracked battery chamber. Customer¿s blood glucose level was 125 mg/dl. Customer stated that the battery cap was over tightened. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.